Manufacturer narrative:
It was reported that the device was explanted due to decreased in residual hearing and pain/non-auditory sensation. Device analysis indicated device failure.

Event description:
Per the clinic, the device was explanted (date not reported) for unknown reason. The patient was reimplanted with another cochlear device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.